Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The initial medwatch reported that a battery gauge fluctuation occurred. Upon further clarification it was determined that customer's battery depleted due to normal usage and the customer just needed to restart their sensor which is not a reportable product problem and did not have the potential to cause or contribute to serious injury. H6: remove codes: 1383, 1503, 2199, 3221, 4114, 4582, and 67. The initial medwatch reported that a battery gauge fluctuation occurred. Upon further clarification it was determined that customer's battery depleted due to normal usage and the customer just needed to restart their sensor which is not a reportable product problem and did not have the potential to cause or contribute to serious injury. H6: remove codes: 1383, 1503, 2199, 3221, 4114, 4582, and 67.